Event description:
It was reported that the device stopped working shortly after it was connected. A small amount of blood was collected and discarded. The account had a back up to use to complete the re-infusion and the pt did not require a blood transfusion from either a blood bank or pre-donated blood.

Manufacturer narrative:
The device was discarded at the account. The device history record for this lot number was reviewed and no deviations or non-conformance's were found that could contribute to the failure addressed in this complaint.